Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the threaded part of the driving cap is broken off below below the last thread flank. The remaining thread flank is totally flattened, the black coating is not present anymore at the damage. The fragment of the threaded part is still stuck in the also received insertion handle and cannot be removed. In general is the driving cap in a very used condition there are numerous hammer marks on top, which can be expected, but there are also many hammer marks on the bottom side of the rim below the hexagon. The relevant dimensions cannot be verified anymore due to the damage at the last thread flank and as the fragment cannot be removed from the insertion handle. According to the manufacturing documents did the m8 thread of this lot pass all inspection steps during manufacturing without any deviations. The complaint is confirmed as the driving cap is broken as complained. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended high forces during the described removal of the too long nail, which is not the indented use of the driving cap for insertion handle. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 03.010.523, lot: 9890849, manufacturing site: bettlach. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the driving cap broke off into an insertion handle during a lateral femoral nail (lfn) insertion due to trauma. The surgeon continued inserting an unknown nail by hammering and the nail was still intact. However, when the nail was in, the surgeon discovered that the nail was too long. So, the nail was removed using the same insertion handle but used a different hole to add an unknown slide hammer attachment. Then, a new nail was then inserted using another set of instruments as the original instruments used were no longer fit for used. Upon checking on an insertion handle, the threads looked cross threaded and the threads of the screw cap was deformed. The procedure was successfully completed with surgical delay of ten (10) minutes to open new instruments. No patient harm reported. Concomitant device reported: slide hammer attachment (part # 357.250, lot # unknown, quantity 1), unknown hammer/mallet (part # unknown, lot # unknown, quantity 1), unknown femoral nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).